Event description:
It was reported that this patient was admitted to the clinic due to device beeping. After interrogation, it was found that this implantable cardioverter defibrillator (ICD) was in safety mode. The ICD was then successfully replaced. No additional adverse patient effects were reported. The ICD is expected to be return.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that this patient was admitted to the clinic due to device beeping. After interrogation, it was found that this implantable cardioverter defibrillator (ICD) was in safety mode. The ICD was then successfully replaced. No additional adverse patient effects were reported. The device was returned for analysis.